Event description:
Intraocular pressure increased [intraocular pressure increased]. Case description: spontaneous report / loc. Ref. N a20030345, argus n 2003149532jp a physician reported that pt underwent a surgical operation to remove cataract in 2003. Phacoemulsification and aspiration to insert intra-ocular lens were performed with the use of healon v 0.6 (hyaluronate sodium). Before the surgery the pt's ocular tension was 13mmhg. The following day it became 62mmhg. As the ocular tension was still 56mmhg on 21 feb 2003, anterior chamber puncture was performed on the same day. 4 days later ocular tension decreased to 17mmhg and 4 days later it was 9mmhg. The pt recovered. The reporting physician assessed the event as non-serious/non-mild and the causal relationship between the product and the event as certain. He assumed that the event was caused because aspiration and removal of hyaluronate sodium were incomplete. The company assessed the adverse event as serious as an intervention was required to prevent an impairment of visual function due to the very high intraocular pressure. Submission of a report does not constitute an admission that the medical personnel, user facility, distributor, manufacturer or product caused or contributed to the event.